Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced a number of parts on the analyser and the issue appeared to have been rectified following the successful run of qc and patient samples. However, later that evening the lab started reporting high na results again. A subsequent fse visit was required. Further parts were replaced. The fse then ran several precision runs and all were within specification. Replacement of all parts, in combination, fixed the issue. The actual malfunctioning part cannot be determined due to the number of different parts replaced on the analyzer. Following the fse troubleshooting the analyzer was returned to the customer performing within specification. The patient demographics were not provided by the customer. (B)(4).

Event description:
The customer reported the generation of erroneous ise patient results from their au5800 clinical chemistry analyzer. The customer provided 44 erroneously high patient results. The results were reported from the lab. There was no report of a change in patient treatment as a consequence of this event. The customer had been having quality control (qc) issues on the day prior to the generation of the erroneous patient results.